Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 86 mg/dl. The customer stated that the pump received insulin flow blocked alarm a few days ago. The customer stated that the alarm was resolved by a complete set change. The reservoir was returned for analysis.